Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The pump generated an upstream occlusion alarm during infusion. The contents were removed from the bag, and no tubing kinks or closed clamps were found. An attempt was made to restart the pump; however, the device prompted the user to power it off. The battery door was opened for approximately 10 seconds, and the pump was powered back on, but the alarm persisted and again instructed the user to power off the device. This process was repeated multiple times, with the alarm continuing and repeated requests to power off. Subsequently, the keypad became locked. The event occurred in the patient's home during infusion. Patient involvement was reported; however, no patient harm resulted from the event.